Event description:
The pt is reportedly experiencing intermittencies with use of the device. External equipment was exchanged and programming adjustments have been made, however this did not resolve the issue. Revision surgery is under consideration.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The patient's intermittencies have been resolved with programming. The patient remains implanted. This is the final report.